Manufacturer narrative:
As stated in the describe event section, on 09/03/2019 ad-tech medical received a text from the customer who stated that their placement wrench broke along with the drill bit. An email was sent to (B)(6) on september 3, 2019 requesting additional information on the incident as well as if the product would be returned for evaluation. A follow up email was sent to (B)(6) on october 2, 2019. To date, no response has been received. An internal complaint investigation was performed using the minimal information given to ad-tech thus far. Specifically, a historical complaints review was completed for the alleged deficiency of broken anchor bolt wrench and drill bit. There have been three similar complaints for broken drill bits and two similar complaints for the tip of the placement wrench snapping off between january 1, 2017 and september 3, 2019. There have been no capas or investigations opened for this issue to date. An initial risk assessment was conducted for this issue. There was insufficient information from the customer, however, according to rmf-4015-2 line item u17 (for wrench breaking) the reported failure mode is not expected to result in a serious injury or harm, but rather a delay in procedure. In regards to the drill bit breaking, according to rmf-401 line item u13, multiple potential harms were identified for the reported failure mode of "drill bit breaks": function - delay in procedure or mechanical energy - damage to healthy tissue. We are unable to determine which potential harm applies to this complaint as we do not have sufficient information at this time.

Event description:
On september 2, 2019, ad-tech medical received a text from a customer who reported that the placement wrench and drill bit broke. An email was sent on september 3, 2019 requesting additional information on the incident as well as if the product would be returned for evaluation. A follow up email was sent to the customer on october 2, 2019. To date, no response has been received.